Manufacturer narrative:
Standard disclaimer on file.

Event description:
Pt had higher blood glucose readings all day, on suspect device. Dr. Advised at 9pm to take 6u of regular insulin based on these readings (results not provided). At 2am, the pt experienced a low blood event and emergency medical techs arrived. On suspect device her blood glucose=280 mg/dl. On emergency medical techs device her blood glucose=88 mg/dl.